Manufacturer narrative:
Age at time of event: 18 years or older. Event date: (B)(6) 2013. (B)(4). Device evaluated by MFR: examination of the returned product revealed only the coil was returned. The coil was stretched and kinked. Blood was observed on the fiber bundles and the interlocking arm was broken off from the coil and not returned. Microscopic inspection revealed the coil zap tip shape and surface were smooth. Weld marks were present indicating the interlocking arm had been welded to the coil. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the continuous flush instructions in the dfu were not followed. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2013. It was reported that during an embolization treatment procedure, the coil became stuck in the catheter. The patient was undergoing treatment in the groin. At an unspecified time during the procedure, the 6mm x 20cm interlock-35 coil became stuck in an unknown catheter, while still external to the patient. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable. However, device analysis revealed the coil's interlocking arm had detached.